Event description:
It was reported that the attachment device had a "bent tip". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device. A functional and visual assessment was performed and the protective foot is drilled into and bent / damaged. Therefore, the reported condition was confirmed. Evidence indicates this was due to misuse/ mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.